Event description:
An endeavor sprint rx drug-eluting coronary stent delivery was used to treat a lesion in a pt. No issues were reported during index procedure. The pt expired fixed days post procedure, and it was reported that under postmortem examination, the stent was occluded. No clinical sequelae were reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
Eval results: stent thrombosis.